Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2011 follow up, the pacing threshold was measured > 5v. Normal pacing operations were observed with amplitude of 7,5v. Few days later, normal threshold value of 0.35v was obtained. The physician requested an explanation.